Event description:
Baxter product surveillance recieved a report from a home patient's nurse that a home patient's transfer set had come apart at the twist clamp. Although prophylactic antibiotics were administered (2g of vancomycin and 60 mg of getamycin intraperitoneal), no patient injury or further medical intervention occurred.

Manufacturer narrative:
Evaluation summary; results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.